Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. The customer stated that the patient was an infant patient.

Event description:
It was reported that while assessing the patient's PICC line with the mother holding the infant, the mother noticed some fluid on her leg. The nurse traced the line and found a scant amount of fluid on the filter, which smelled of tpn. Nurse noted a tiny spot on the filter that may be a crack. There were no adverse effects caused to the patient from the event. The customer stated that there is no further event information available.